Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water removal function was poor due to a/w (air/water) nozzle was clogged with foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a/w (air/water) nozzle clogged, poor water removal function and foreign material inside the nozzle. There was no patient involvement.